Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 41 mg/dl and current blood glucose value was 98 mg/dl. Customer treated with food. The drive support cap was normal. Customer¿s other blood glucose values were 51mg/dl, 81mg/dl and 61mg/dl and then was 300mg/dl. Customer gave a bolus for the blood glucose value to drop. Customer reports was not worn during a medical procedure. Insulin pump will not be returned for analysis.